Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had hit his head on the implant side. The patient wore the audio processor for about 3 days. After that he felt pain. The patient was re-implanted on (B)(6) 2013.